Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000099533."

Event description:
It was reported that the patients leads were broken and as a result had high impedances. The patient does not recall any recent trauma. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Event description:
Additional information was received stating that surgical intervention took place where the full system was explanted and replaced to address the issue. The ipg was electively replaced. Effective stimulation was restored.